Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off twice and off no power. The customer's current blood glucose level was 105 mg/dl. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display and off no power alert noted. (B)(4).